Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding the event and the approved final investigation. The reported issue was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received and reported the device issue occurred during the procedure. The procedure was prolonged and the patient's anesthesia was extended about 45 minutes longer. There was no patient harm and the reported issue did not affect the outcome of the procedure.

Event description:
It was reported that during preparation for therapeutic use, the subject device was not consistently firing energy. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.